Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noisy signals, low amplitude and t wave oversensing. The technical services (ts) recommended a full assessment in the clinic with trying to recreate the oversensing seen and checking other vectors for improved sensing and x rays were recommended. Then, additional information was received which indicated that, this electrode delivered an inappropriate shock due to noisy signals oversensing. The patient was hospitalized, and the system was turned off. An electrode fracture is suspected. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noisy signals, low amplitude and t wave oversensing. The technical services (ts) recommended a full assessment in the clinic with trying to recreate the oversensing seen and checking other vectors for improved sensing and x rays were recommended. Then, additional information was received which indicated that, this electrode delivered an inappropriate shock due to noisy signals oversensing. The patient was hospitalized, and the system was turned off. An electrode fracture is suspected. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noisy signals, low amplitude and t wave oversensing. The technical services (ts) recommended a full assessment in the clinic with trying to recreate the oversensing seen and checking other vectors for improved sensing and x rays were recommended. Then, additional information was received which indicated that, this electrode delivered an inappropriate shock due to noisy signals oversensing. The patient was hospitalized, and the system was turned off. An electrode fracture is suspected. No additional adverse patient effects were reported. Additional information was received which indicated that, the whole system was explanted and replaced with a non-boston scientific device. X rays were performed and it was found that the s-ICD had pulled back to the sternum. No additional adverse patient effects were reported.